Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. Upon removal from the guide catheter, the guidezilla¿ guide extension catheter met resistance at the y connector of the guide catheter. The physician pulled the guidezilla¿ guide extension catheter hardly however, the shaft broke. Since the broken part of the guidezilla¿guide extension catheter was in the y connector, the broken part was removed without any issue. The device was replaced with a non-bsc guide extension catheter and completed the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. Microscopic examination and tactile inspection revealed numerous kinks in the distal shaft and hypotube. Microscopic examination revealed the device had fully separated at the collar/shaft area. Microscopic inspection revealed the ptfe completely removed from the collar and attached to the distal shaft. Microscopic examination found no irregularities or defects in the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Upon removal from the guide catheter, the guidezilla guide extension catheter met resistance at the y connector of the guide catheter. The physician pulled the guidezilla guide extension catheter hardly however, the shaft broke. Since the broken part of the guidezilla guide extension catheter was in the y connector, the broken part was removed without any issue. The device was replaced with a non-bsc guide extension catheter and completed the procedure. No patient complications were reported and the patient's status is good.